Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2014 to report the receiver initialized without a manual restart on (B)(6) 2014. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 09/09/2015 confirming the reported event of receiver failed error.